Event description:
It was reported that the low energy (automatic system check) shock impedance was around 130 ohms in march. Recently, it has increased to 204 ohms. The implant procedure had 96 ohms for the high energy defibrillation threshold testing. Technical services discussed the gradual rise in impedances with the caller. Later, the doctor explanted and replaced the system with a new one. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the low energy (automatic system check) shock impedance was around 130 ohms in march. Recently, it has increased to 204 ohms. The implant procedure had 96 ohms for the high energy defibrillation threshold testing. Technical services discussed the gradual rise in impedances with the caller. Later, the doctor explanted and replaced the system with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to a high impedance observation.